Event description:
Physician reported left side implant rupture and lymphadenopathy. Mammography and MRI has been performed. Device has been explanted.

Manufacturer narrative:
Phone number of initial reporter is: (B)(6). (B)(4). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Explant is in the future. Reason for reoperation: rupture.

Event description:
Physician reported left side implant rupture and lymphadenopathy. Mammography and MRI has been performed. Device has been explanted.

Manufacturer narrative:
Photo evaluation: . Visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on radius side assessed as surgical impact opening (shell thickness was within specification). Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: non-penetrating nicks observed.